Event description:
It was reported that during the attempted implant of this right atrial (ra) lead the physician encountered difficulties positioning this lead due to high thresholds and under sensing, furthermore, there was an indication that after positioning the lead, a dislodgement occurred. Upon removal of the lead the helix mechanism was difficult to retract and thus the lead was difficult to remove. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood/tissue around the helix. Subsequent testing failed the helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead the physician encountered difficulties positioning this lead due to high thresholds and under sensing, furthermore, there was an indication that after positioning the lead, a dislodgement occurred. Upon removal of the lead the helix mechanism was difficult to retract and thus the lead was difficult to remove. This lead was returned. No additional adverse patient effects were reported.